Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the device evaluation it was observed that there was foreign material in the forceps elevator clogging the forceps base due to insufficient cleaning or handling of the scope. Additionally, it was observed that the adhesive on the bending section cover had a chip and had a white-clouded area. It was also observed that the universal cord had a wrinkle due to handling. It was observed that the protector of universal cord on control section side was damaged due to handling. It was also observed that the forceps elevator had a chip due to a handling issue. It was observed that the paint on the suction, air and water cylinders were peeled due to deterioration caused by stress during reprocessing or other handling issue. Lastly, scratches were observed on the ig protector and connecting tube due to physical stress caused by handling. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. The customer confirmed that the facility brushes the forceps channel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera duodenovideoscope movement occurs fully but is not smooth. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there was foreign material in the forceps elevator which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed clogging of the forceps base with a foreign object could not be determined, however, it was confirmed that reprocessing was not implemented according to the IFU. It is likely that foreign matter adhered to and remained on the forceps table due to improper reprocessing. Information provided on reprocessing: the customer reported that although they carry out a pre-use inspection, they do not check the tip using a magnifying glass. Olympus will continue to monitor field performance for this device.